Event description:
Clinical trial. It was reported that post index procedure, the patient experienced chest pain with subsequent stent placement. The index procedure treated a de novo lesion in the distal left circumflex (lcx). The lesion was 3.25 mm wide, 18 mm long, and 90% stenosis. There was mild tortuousity. The physician predilated the lesion prior to placing a 3.0x24mm taxus express2 stent. Post dilatation stenosis was 0%. The patient received plavix during the procedure. The patient was discharged one day later on aspirin and plavix. During the two year follow-up appointment, the patient reported that she had been hospitalized at a non-enrolling hospital due to "chest pain from clogged arteries." She was treated with the placement of two stents into unknown locations. The patient would not reveal further details at this time. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.